Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. The instruction for use (¿IFU¿) contains information regarding activation of the device such as, ¿user should be cognizant of potential electrical stimulation of muscle tissue during coblation.¿ per the complaint, during activation of the device the patient¿s knee jerked strongly several times; therefore, causing the distal tip to come into contact with untargeted tissue. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
During a procedure, the patient's knee jerked strongly several times when the footswitch was depressed, causing the electrodes to touch the patient's tonsil. This required the anaesthetist to give the patient more anesthesia. The procedure was completed using a backup device and the problem did not occur with this device.